Manufacturer narrative:
The user facility has not returned the removed device for evaluation. As no product was received, no further evaluation can be performed.

Event description:
At approximately six months post-operatively, it was noted on radiographic imaging that the rod was dissociated from one screw head at the t1 level of a multilevel cervico-thoracic screw construct. A surgical procedure was performed to replace the screw at the t1 level, as well as, the rod and the locking screws on the same side.